Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm. The vessels were moderately calcified and moderately tortuous. The aortic neck was large in diameter. The patient was severely obese over 400 pounds and was not an open surgical repair candidate. It was reported that the bifurcated stent graft was intentionally implanted low in the aortic neck followed by the implant of a 46 mm talent thoracic stent graft which was implanted proximal to the bifurcated stent graft. The final angiogram revealed that there was a type iii endoleak between the bifurcated stent graft and the thoracic stent graft (see MFR report # 2953200-2011-00818). An additional 46 mm thoracic stent graft was implanted and the type iii endoleak was resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Large diameter aortic neck. Thoracic stent graft implanted in the abdominal aorta. Conclusion: large diameter aortic neck. Thoracic stent graft implanted in the abdominal aorta.